Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported failed internal leakage test during pre-use check could be duplicated. The pull magnet in the safety valve was replaced as recommended in the service manual but not returned for investigation. The ventilator passed functional and pre-use checks and was cleared for clinical use. Ventilator logs were downloaded. Evaluation of received ventilator logs confirms the occurrence of failed internal leakage test indicating inspiratory pressure too low. The conclusion of this matter is that the reported issue was caused by a defective pull magnet but the fault could not be conclusively determined due to lack of returned goods for investigation.

Event description:
Manufacturer's ref #: (B)(4).